Event description:
It was reported that the external pulse generator was unable to be turned on. The generator was returned for service. It was indicated on the return paperwork that there were no patient deaths associated wiith this event.

Event description:
It was reported that the external pulse generator was unable to be turned on. The generator was returned for service. It was indicated on the return paperwork that there were no patient deaths associated with this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. . Evaluation summary: (B)(4). Analysis could not confirm the reported event. Device passed all incoming tests and bench test. Upper and lower cases are broken.